Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the recipient experienced poor performance due to a partial insertion in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2015. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2015.